Event description:
A user facility reports that during a holep procedure in which a versacut tissue morcellator was attempted to be used, the tubing "didn't work properly". The user facility reported "as a result the patient had to be opened to remove the prostate tissue".

Manufacturer narrative:
The tubing, supplied by lumenis as an accessory to the versacut morcellator, is manufactured by a third party manufacturer. Lumenis contacted the initial reporter at the user facility to investigate the reported event. Despite reasonable attempts no information aside the initial report was received. No subject versacut morcellator malfunction was reported or observed; therefore no evaluation of the subject laser device occurred. Subject laser device malfunction is not the suspected root cause of the event reported. Tubing from an earlier lot number was found by the user facility to function correctly. Chalice medical, the third party manufacturer, will be notified of the reported event. Lumenis is currently investigating the reported event. A follow-up MDR will be filed in thirty (30) days.